Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.